Manufacturer narrative:
Investigation: the disposable set was unavailable for return. Harvest product sets contain multiple components that have various expiry dates. The outer set label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Terumo bct has followed up with this customer to provide feedback on the reported condition. Root cause: root cause was determined to be a user error where the customer inadvertently used an expired set. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe.

Event description:
The customer declined to provide patient weight and outcome.

Manufacturer narrative:
Additional product code: fmf. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 10/01/2017. The procedure was performed on (B)(6) 2017. It is unknown at this time if medical intervention was required for this event. Patient weight is not available at this time. Patient outcome is not available at this time. The bmac disposables set is not available for return because it was discarded by the customer.